Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on november 25, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, three (3) years, may have caused or contributed to the event. Review of complaint history for the reported video baton serial number (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope avl video batons does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image intermittently disappeared when the cable was manipulated. The procedure was completed using an unknown model backup device, which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope avl video baton 3-4 was originally indicated as not returning to verathon. Upon follow-up communication with the customer, they decided to return it to verathon for evaluation. A verathon technical service representative evaluated the reported video baton and was able to confirm the reported image issue. When connecting the reported video baton to known, good, test verathon equipment, the image cut out and produced lines and a split-image. The video baton's lens cover was also identified to be broken. The device failed verathon's functionality testing. Upon completion of the evaluation, the customer's video baton was scrapped due to having already been replaced prior to its return to verathon for evaluation and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.